Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer over the phone with replacing the tubing at pinch valve (pv27), resolving the leak. Failure mode was attributed to a hole in the tubing at pinch valve (pv27). Beckman coulter internal identification number for this report is (B)(4).

Event description:
The customer contacted beckman coulter (bec) indicating that the coulter lh 500 hematology analyzer was giving no differentials, while running samples and during troubleshooting the customer found broken tubing at pinch valve (pv27) causing a leak. The customer stated the pv27 leaked erythrolysis into the pinch valve actuator. The leak was about 5 ml and was contained within the instrument. The customer indicated that latron quality control (qc) passed. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing gloves and a laboratory coat at the time of this event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. There was no death, injury, or effect to patient treatment.